Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03935, 0001822565 - 2020 - 03936, 0001822565 - 2020 - 03937.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, a revision procedure is indicated for unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.